Event description:
The reporter states that he obtained the blood glucose comparison of 46 mg/dl and 219 mg/dl on the accu-chek advantage sys. The reporter obtained an add'l comparison with the blood glucose results of 46 mg/dl and 156 mg/dl on the accu-chek advantage sys. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New sys sent to customer and return requested.